Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Customer reported an elevated blood glucose level of around 300 (mg/dl). Customer delivered a correction bolus with the pump to manage bg level. Customer received a correct fill estimate after reloading cartridge.